Event description:
It was reported that there was an alert in the remote home monitoring system for high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. Technical services (ts) was contacted and reviewed the data in the remote home monitoring system. Ts noted that for the last two years the pacing impedance measurements have been intermittently high and out of range and then decrease to within range. Ts discussed that the issue was could be related to slight movement of the lead in the header of the implantable cardioverter defibrillator (ICD) and that the clinic could consider continuing to monitor the patient via the remote home monitoring system. The rv lead and ICD remain in service and no adverse patient effects were reported.

Event description:
It was reported that there was an alert in the remote home monitoring system for high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. Technical services (ts) was contacted and reviewed the data in the remote home monitoring system. Ts noted that for the last two years the pacing impedance measurements have been intermittently high and out of range and then decrease to within range. Ts discussed that the issue was could be related to slight movement of the lead in the header of the implantable cardioverter defibrillator (ICD) and that the clinic could consider continuing to monitor the patient via the remote home monitoring system. The rv lead and ICD remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.